Manufacturer narrative:
The patient's driveline compromise was previously reported under manufacturer report number 2916596-2021-00232. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange for known driveline compromise.